Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the date was incorrect, cause was unknown. Customer's blood glucose level was 47 mg/dl; cause was not known. Customer declined troubleshooting with tandem technical support.